Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. A patient stated that there was a leak from the catheter extension set during treatment. The peritoneal dialysis registered nurse (pdrn) stated that the catheter extension set was replaced and the patient was given prophylactic antibiotics. The pdrn stated that the patient¿s white blood cell count was slightly elevated, but the polymorphonuclear neutrophil count was normal so the antibiotic treatment was discontinued. The pdrn stated that the patient continued pd therapy with no further issues.